Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant procedure when testing was attempted the device was unable to connect to the programmer. It was also reported that the device was testing out of range. The ICD was removed and another ICD was used. No patient complications have been reported as a result of this event.